Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoscope sheath, reusable, exhibited tip for outer sheath was broken off. The issue was identified after being put in the washer after completing a diagnostic hysteroscopy procedure. The procedure was successfully completed. There were no reports of patient harm.